Event description:
The user facility reported that a plasma leak was observed five hours after the start of extracorporeal circulation. Since it was insecure, the oxygenator was immediately replaced. After replacing the oxygenator, the operation was restarted and completed successfully. The patient's condition was stable. The procedure outcome was completed successfully. The patient was not harmed.

Manufacturer narrative:
E3: occupation: clinical engineer g4: PMA/510(k): k130520 the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Record review: no pump record was available. The manufacturing record and the shipping inspection record of the actual product no anomaly was found. Past complaint file. No other similar report of the product with the involved product code/lot# was found. Based on the investigation result, no anomaly was found in the manufacturing record of the actual product. As a possible cause of occurrence, from our past experience, following factors were inferred. However, since the actual sample could not be investigated, it was not possible to clarify the cause of plasma leak. The blood properties changed due to some factor, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores of fiber was broken. This made the fibers hydrophilic, leading to plasma leak. Due to the increase in the pressure inside the circuit (e.g. During the formation of blood clot), the pressure applied from the blood channel to the gas channel increased. As a result, the force for blood components to flow out to the gas channel increased, leading to plasma leak. Relevent IFU reference: "- do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Do not use this product for a period in the excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.